Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged issue began on (B)(6) 2013, between ¿1-6 pm¿. At an unspecified date/time, the patient reported obtaining blood glucose results of ¿155-425 mg/dl¿ on the subject meter and ¿155-400 mg/dl¿ with another device (unknown type), performed within 30 minutes of each other. It is not known what medications, if any, the patient takes to manage his diabetes. The patient stated he continued with his usual diabetes management routine in response to the alleged inaccurate result(s). The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿low blood sugar¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.